Event description:
It was reported that during normal follow-up ventricular noise was observed leading to inappropriate vf detection. The patient was asymptomatic. The lead was explanted and replaced. The patient was in stable condition following the procedure.